Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure the left ventricular lead had moved resulting in high capture threshold values. The lead was explanted and replaced. No patient complications have been reported as a result of this event.